Event description:
Infection, hip pops, burning stiffness, inability to walk. Pain medication and anti-inflammatories from 2007 to present. Physical therapy in 2006. Medical equipment, a walker, in 2006.